Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1 and 2. The complaint was confirmed by failure analysis. Universal surgical manipulator (usm) 1: the unit was analyzed and insertion force issue was confirmed and replicated on a system, with friction speed high and insertion speed low failing on the insertion axis. Failure analysis identified the insertion ballscrew, stator, and top and bottom motor module housings as the root cause. Universal surgical manipulator (usm) 2: the unit was analyzed and logs confirmed the failure occurred in the field. Testing identified the rolling loop fiber assembly as the root cause. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that the customer noticed that the insertion rail on universal surgical manipulator (usm) 2 was excessively difficult to move, with a 32097 error noted, and that usm 1 was also hard to move when inserting an instrument. Log review revealed multiple 32097 errors and 1126/31226 errors, along with fiber-related issues on the proximal set up joint (suj). There was no patient involvement reported.